Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing labels with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended. There was an installation and validation of a vision system during the (B)(6) 2015 timeframe for the detection of missing unit labels.

Event description:
It was reported that the bd vacutainer® sst¿ tube bd hemogard¿/gold was missing a label. One in one hundred reported to be affected. No serious injury, no medical interventions. The problem was noticed before use.